Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door did not open by itself. A field service engineer adjusted the bags of material in the door compartment and performed corrective action to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door had a locking issue. Customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.